Event description:
It was reported that a pacemaker telemetry reported battery voltage was 2.59 volts. The device remains in use. No patient complications were reported due to this event.

Event description:
It was reported that a pacemaker telemetry reported battery voltage was 2.59 volts. It was further reported that the pacemaker had early battery depletion and was at elective replacement indicator. The device was explanted and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage is indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.72v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage is indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.72v and the daily measurement was 2.92v. Analysis of the device is in process; the results will be forwarded when available.